Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, when using the mega suturecut needle driver it broke the steel cable, there are still 05/15 lives. It was necessary to complete with another of the same. The procedure was completed with no reported injury.